Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the sieve is contaminated. Associated malfunction for this device: pilot valve and pe valve are defective.